Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: procedure: ladg. The device could not be activated after a while. The blade had broken and fallen into the patient. The broken piece was removed safely. No patient tissue damage was reported.